Event description:
It was reported that the customer had issues with her sensor and blood glucose level readings. The insulin pump tried going into threshold suspend. Her sensor glucose reading was 45 mg/dl, when her actual blood glucose level was 100 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.